Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a loose grip cable at the proximal end. There was no damage found to the conductor wire, and the grip cable was not broken. The instrument was found to have low torque. Visual inspection revealed a loose grip cable in the backend. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed the homing test. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seals tests on 2 of 2 attempts. Review of the logs displayed error code 22024, indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. It passed the ceramic dot test. The probable root cause of the loose grip cable is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors. The probable root cause of the low torque is attributed to loose grip cables.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, customer reported a sealing malfunction, issue continued after switching arms. A new vessel sealer was used to resolve the issue. The procedure was completed with no reported injury.